Event description:
Equashield devices, fc-1s and ll-2s, have failed, requiring additional medical intervention to support the patient's chemotherapy. Connection between the fc-1s and the ll-2s was leaking. These connectors are at the end of the primed tubing connected to the drug syringe being connected to the patient's line access. When the nurse disconnected the two pieces to reconnect, the fc-1s membrane remained depressed with the needle exposed. You will have to ask the nurse ((B)(6)) how long the chemo had infused for before the leaking was detected. We have picture confirmation via epic dispense prep and dispense check that at the time the product was prepared, the membrane on the fc-1s was not depressed. We have been including this picture among our chemo preparation pictures due to one instance of this happening last year when we first started using eq products. Reference report: mw5155727.